Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, upstream occlusion alarm was not reproduced. The device passed the upstream occlusion test. A review of the event history log (ehl) revealed multiple upstream occlusion messages. However, event history log cannot confirm if the alarms were true of false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor being out of calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.